Manufacturer narrative:
Corrected information has been provided in d4 serial number. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the false alarm was not determined due to lack of sufficient clinical details, and unreturned product and logs for further investigation.

Event description:
It was reported that a patient implanted with an impella cp experienced an impella position in aorta alarm. It is unclear how the issue was resolved.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been corrected, fully repopulated and should be considered the representation of the reported event.